Manufacturer narrative:
Although a lot number was not given a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design.

Event description:
Complaint received regarding one ch2000s-c, spinning spiros closed male luer with red cap, lot# is currently unknown. The report states, "nursing staff connected the ch2000s-c (spiros) to the carefusion primary pump set and then connected to the patient. The staff began infusion and left the room. The patient family member noticed the set was leaking and called for the nurse. According to the cns, the collar on the pump set spun back and allowed the spiros to leak. It appears that the diaper contained the chemo and diaper was disposed of. The staff also disposed of the ch2000s-c. Unprotected chemo exposure reported.